Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2009. Legal counsel for patient reports patient was revised on (B)(6) 2012 due to allegations of elevated cocr levels, pain and squeaking. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain"; number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-01855 / 01857).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6), 2009. Legal counsel for patient reports patient was revised on (B)(6), 2012 due to allegations of elevated cocr levels, pain and squeaking. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report for the (B)(6), 2012 left hip revision noted revision was due to pain, squeaking and elevated metal ion levels. Operative report further noted the presence of metal-stained bursa, metallosis, and metal-stained synovium. The modular head, acetabular cup and taper adapter were removed and replaced.